Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for diabetic ketoacidosis nine days before the call. Customer stated that he believed the diabetic ketoacidosis was due to the set not being inserted and the cannula being bent. Customer was treated with fluids and released after four days. Blood glucose level was 408 mg/dl at the time of the hospitalization. No further information was provided.